Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive. His blood glucose was 229mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive act and down buttons due to corroded keypad traces. No moisture damage was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.